Manufacturer narrative:
Results: a sample was not returned for evaluation. A photo was provided for photo inspection and the defect of missing labels was seen. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5307650. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that bd vacutainer® plus plastic sst tube was missing labels. No injury or medical intervention.